Event description:
The customer reported erroneously low red blood cell (rbc) and hemoglobin (hgb) results, for one patient, involving the coulter lh 750 hematology analyzer. Initial results of 2.58 x 10^6 cells/l (rbc) and 6.5 g/dl (hgb) were obtained. Subsequent analysis of the sample, on the same instrument, recovered results of 4.98 x 10^6 cells/l (rbc) and 14.2 g/dl (hgb). The customer repeated the sample the third time and obtained 4.95 x 10^6 cells/l (rbc) and 14.1 g/dl (hgb). A second sample was collected, analyzed on the same instrument, and produced results of 4.45 x 10^6 cells/l (rbc) and 12.6 g/dl (hgb). In addition, the customer analyzed the second sample on an alternate coulter lh 500 hematology analyzer, and the results correlated with the original instrument's values. The erroneous results were not released out of the laboratory. There was no patient impact associated with this event. The customer stated quality control (qc) and reproducibility were within specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed a very slow drip (contained within the instrument) at the sample delivery fitting on the red blood cell (rbc) bath. The fse replaced the rbc bath and cleaned the blood sampling valve (bsv) as a preventative measure. The fse reviewed controls results and noticed a low bias on the rbc (within range) and adjusted the calibration factor to bring the rbc mean closer to target value. The fse then analyzed ten samples to verify instrument performance; all results were within specification. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.